Manufacturer narrative:
Event date is (B)(6) 2021. The device is returned and an evaluation completed for it. Upon inspection and testing, it was observed that the device did not have output from the s-video cable. The serial digital interface (sdi) 1 and sdi 2 ports were not working. Digital visual interface (dvi) output also had bad color. These issues were attributed printed circuit board failure. Additionally it was observed: the light source connecting connector is deformed; power switch is broken; rust marks found in backpanel; and processor panel has yellowish color. The flickering in the image of this equipment and pink lines in the image were not duplicated. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Event description:
The device for the issue of zoom and focus buttons of the device not working and image flicker with pink lines. There is no reported harm to any patient. Upon inspection of the returned device, it was observed that the device did not have output from the s-video cable. The serial digital interface (sdi) 1 and sdi 2 ports were not working. These issues were attributed printed circuit board failure. This medwatch is being submitted for the reportable issue of no output from the sdi ports and the s-video cable observed during device evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the investigation, zoom and focus buttons of the camera head do not function and no y/c output are likely due to a faulty circuit (dp) board and the broken video connector socket no sdi1 and sdi2 output is likely due to a faulty circuit (cp) board. A definitive root cause cannot be identified. Olympus will continue to monitor the field performance of this device.